Event description:
It was reported that the patient had a power-on-reset on the defibrillator twice in one month's time. It was determined that the patient is receiving therapeutic radiation treatment. The defibrillator remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device has been analyzed, and revealed that there were two power-on-resets (por) for critical ram parity error on (B)(4)-2011. There was a patient alert for device circuit error on (B)(4)-2011.